Event description:
It was reported that three (3) clearlink paclitaxel sets leaked from the pumping segment. This was observed after proper set up and priming was performed under the hood in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, and the defect of leak at the tubing was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.